Event description:
It was reported that the customer had a cracked battery cap and a keypad anomaly on the insulin pump. Customer's blood glucose level was 221 mg/dl. Customer stated that the crack was near the battery compartment. Customer also stated that the up arrow button would not stop scrolling. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit had no button response due to corroded keypad traces. There was no unexpected numbers ramping/scrolling noted. The unit was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test and the excessive no delivery test due to no button response. The unit had broken battery tube threads, minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. The unit had moisture damage on lcd/b. There was no damage noted on original battery cap (p).